Event description:
It was reported that three er320's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that each instrument's jaw broke. The clips did not fall into the pt. There was no consequence to the pt.